Manufacturer narrative:
Manufacturer's investigation conclusion: . System controller, serial (B)(6), was returned following the reported event of changes to the pump operating speeds. A review of the log files spanned approximately 5 minutes (01dec20 from 10:28 ¿ 10:29 and 13:30 ¿ 13:32 per time stamp). The driveline com a and b faults activated intermittently throughout the entire log files. This never activated any alarms. This fault was not associated with any calculated average flow or calculated average pi changes. No notable alarms were active in the log file. The system controller was physically unremarkable. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The cause of the reported event could not be determined or correlated with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including speed drops. Heartmate 3 IFU section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having shortness of breath. Upon review of the log files, technical services noted that the pump set speed was decreased on (B)(6) 2020. There was an event in the log file that showed a number of com fault flags. It was recommended that the patient's controller and modular cable be replaced. The patient's controller and modular cable were replaced and the events resolved. The modular cable is reported under MFR # (B)(4).